Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1905079) on 07-mar-2019. The most recent information was received on 19-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. F3239920- invalid) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), neck pain ("neck pain"), gait disturbance ("walking stability disorders (ankles gave away)"), menorrhagia ("hemorrhagic periods until menopause (2014/2015)"), muscle disorder ("muscular disorders on ankles"), pain in extremity ("thumb pain"), fatigue ("fatigue"), dyspnoea exertional ("breathlessness at effort") and depression ("depression") and experienced memory impairment ("memory disorders") and speech disorder ("speech disorders (like mush in mouth)"), lasting 18 months. In 2014, the patient experienced menopause ("menopause"). The patient was treated with physical therapy (physiotherapy since 2014) and osteopath since 2014. Essure treatment was not changed. At the time of the report, the back pain, abdominal pain lower, neck pain, memory impairment, speech disorder, muscle disorder, pain in extremity, fatigue, dyspnoea exertional and depression had not resolved, the gait disturbance and menopause outcome was unknown and the menorrhagia had resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, dyspnoea exertional, fatigue, gait disturbance, memory impairment, menopause, menorrhagia, muscle disorder, neck pain, pain in extremity and speech disorder with essure. The reporter commented: in the year of insertion, there was memory disorders and speech disorders (like mush in mouth) for about 18 months, then walking stability disorders (ankles gave away) and to finish, back and neck pain leading to sick leave. The patient consulted osteopath and physiotherapist since 2014. Current state of the patient were hemorrhagic periods until menopause in 2014/2015. Speech and memory disorders, muscular disorders on ankles, back and neck pain, thumb pain, lower abdomen pain, fatigue, breathlessness at effort, depression. Action taken: CT scan, ultrasound tests, blood work up, physiotherapy, osteopath consultation. Consultation with family physician and gynecologist. The removal of essure was considered. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no result reported. Computerised tomogram - on an unknown date: no result reported. Ultrasound scan - on an unknown date: no result reported. Lot number f3239920 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) - health authorities in (B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure (batch no. F3239920) inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2010, the patient experienced back pain (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain"), neck pain ("neck pain"), gait disturbance ("walking stability disorders (ankles gave away)"), menorrhagia ("hemorrhagic periods until menopause (2014/2015)"), muscle disorder ("muscular disorders on ankles"), pain in extremity ("thumb pain"), fatigue ("fatigue"), dyspnoea ("breathlessness at effort") and depression ("depression") and experienced memory impairment ("memory disorders") and speech disorder ("speech disorders (like mush in mouth)"), lasting 18 months. In 2014, the patient experienced menopause ("menopause"). The patient was treated with physical therapy (physiotherapy since 2014) and osteopath since 2014. Essure treatment was not changed. At the time of the report, the back pain, abdominal pain lower, neck pain, memory impairment, speech disorder, muscle disorder, pain in extremity, fatigue, dyspnoea and depression had not resolved, the gait disturbance and menopause outcome was unknown and the menorrhagia had resolved. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, dyspnoea, fatigue, gait disturbance, memory impairment, menopause, menorrhagia, muscle disorder, neck pain, pain in extremity and speech disorder with essure. The reporter commented: in the year of insertion, there was memory disorders and speech disorders (like mush in mouth) for about 18 months, then walking stability disorders (ankles gave away) and to finish, back and neck pain leading to sick leave. The patient consulted osteopath and physiotherapist since 2014. Current state of the patient were hemorrhagic periods until menopause in 2014/2015. Speech and memory disorders, muscular disorders on ankles, back and neck pain, thumb pain, lower abdomen pain, fatigue, breathlessness at effort, depression. Action taken: CT scan, ultrasound tests, blood work up, physiotherapy, osteopath consultation. Consultation with family physician and gynecologist. The removal of essure was considered. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no result reported. Computerised tomogram - on an unknown date: no result reported. Ultrasound scan - on an unknown date: no result reported. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.